Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on unknown date. The customer¿s blood glucose level was 342 mg/dl. Customer stated that they recovered with sequela on (B)(6) 2019. It was reported that the subject had multiple episodes of emesis on (B)(6) 2019 and elevated ketones. Customer was placed on intravenous insulin in hospital. Customer stated that the insulin pump therapy was temporarily discontinued for (B)(6) 2019 and permanently stopped on (B)(6) 2019. Customer also noted occlusion after removal of infusion set. The insulin pump will not be returned for analysis.